Manufacturer narrative:
All the buttons functioned properly. Keypad connector was inspected and it locked properly. Unable to verify moisture damage on keypad traces. No cosmetic damage noted. (B)(4).

Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 76 mg/dl. The customer stated that there were no significant events that could have led to the issue. The caller was the patient's mother. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided.